Manufacturer narrative:
The investigation determined the most probable cause to be a broken enclosure, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. D3, g1, g2 email address: regulatory.responses@icumed.com

Event description:
It was reported that the warmer was broken. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
UDI section is unknown, no product information has been provided to date. Date of event is unknown, no information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.